Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found nozzle channel clogged with a foreign material. Distal end (air water ) channel found clogged. The reported issue of non-functioning rinse" (no water/air flow) could be confirmed. In a follow communication, service repair noted customer confirmed that fault was found during reprocessing. No other fault reported. Service repair noted the foreign material in the channel probably caused by incomplete reprocessing. According to the report, the previous procedure was completed without a problem. Furthermore, the following defects were identified during device inspection: white clouded on insertion part distal end, pinhole observed. Light guide (lg) cover glasses glue failed inspection. Ccd cover glass worn , pinhole noted. Distal end c-cover dent noted. Bending tube crushed/shortened. Connecting tube wrinkled. Universal cord wrinkled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of " non-functioning rinse" (no water/air flow) . The issue found during the reprocessing. No harm reported. No patient harm, no user injury reported. Device evaluation found the nozzle channel clogged with a foreign material. Distal end (air water ) channel found clogged. This report is being submitted for nozzle , air/water channel clogged with a foreign material (insufficient cleaning (handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material 1 was caused by defective air feeding during the procedure and foreign material 2 adhered during the procedure. The foreign material could not be identified. Olympus will continue to monitor field performance for this device.